Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. During the procedure, the suction could not be done after use, so when the drain was checked, there was a hole 15 to 20 centimeters from the trocar. It could not be placed again, so the trocar was kept using as it is by sticking something like a film (tape). Suction could be done, so the customer decided to continue using it. No sample will be returned. There were no adverse consequences to the patient. No additional information was provided.